Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was likely caused by humidity ingress at the housing's header assembly, which could be confirmed by residual gas analysis. The investigation findings appear to match the content of the patient report. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user's hearing performance with the device was affected. Reportedly the user was stretching back her neck and head whilst sitting watching tv and the sound went tinny, then became static. The user was reimplanted on (B)(6) 2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. Reportedly the user was stretching back her neck and head whilst sitting watching tv and the sound went tinny, then became just static. Re-implantation is considered.